Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the presenting electrogram (egm) noted the rhythm was detected in the ventricular tachycardia (vt) vt zone and after several bursts of atp the rhythm accelerated into the ventricular fibrillation (vf) zone with rates between 217 and 261 beats per minute (bpm). Four 41j (joule) shocks were delivered to convert the arrhythmias. Latitude data shows the device was interrogated on (B)(6) of this year. Further review was recommended. The ICD remains in service and no additional adverse patient effects were reported.